Event description:
The neurostimulator (ins) shut off by accident. A family member "helped to open the ins by magnet." It was thought that there was a problem with the ins. Further information has been requested.

Manufacturer narrative:
(B)(4).